Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-16211. It was reported that the patient was admitted for a procedure after an unsuccessful generator change. Prior to procedure it was revealed that the right ventricular lead exhibited high pacing and defibrillation impedance. During the procedure, it was noted that the lead had fractured. It was also noted that the implantable cardioverter defibrillator's atrial set screw was stripped. The device was explanted and replaced. The lead was capped and replaced on (B)(6) 2020. The patient was stable.